Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leaks and air bubbles. The customer's blood glucose was 260 mg/dl at the time of the incident. The customer mentioned air bubbles between two black o-rings when she removed the reservoir to inspect it. The customer stated that she does not see insulin come out from the reservoir compartment. The reservoir will be returned for analysis.